Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, regarding the error code e216 and the burned distal end, the cause was traced to a component failure. A root cause could not be conclusively identified. Reasonably known information suggests probable causes such as damage or deterioration of parts, environmental problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuits. Probable cause based on the reasonably known information was due to stress, usage with insufficient distance between high-energy endotherapy accessories and the distal end. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited an error code e216 (scope communication error ) and a burned distal end c-cover. There was no patient involvement.